Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d274drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 4076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was elevated short v-v intervals and non-sustained ventricular tachycardia (nsvt) that have noise on the electrocardiogram (egm). It was noted the pace/sense portion of the right ventricular (rv) lead was fracture. The pace/sense portion was capped and replaced. The high voltage coils of the rv lead remains in use. No patient complications have been reported as a result of this event.